Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the procedure, the basket wire was broken but was still attached to the device. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition following procedure was reportedly stable.